Event description:
It was reported that the implantable pulse generator (ipg) interrogation revealed no atrial high rate episodes or mode switches although the patient was in atrial fibrillation (af). It was decided to turn off post mode switch overdrive pacing to assist with diagnostic collection. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead (B)(6) 2010. (B)(4).